Event description:
The customer reported non-reproducible troponin I (accutni+3) results were generated by an access 2 immunoassay system. The customer stated that accutni+3 results were elevated and outside of the reference range for one patient sample on an initial run. Upon repeat, the accutni+3 results were lower, but still outside of the reference range. The patient sample was tested again on an alternate access 2 immunoassay system with an accutni+3 result within the reference range. Elevated results were not reported out of the laboratory. The customer is not aware of any impact to patient treatment in connection with this event. Patient samples are collected in lithium heparin gel tubes, centrifuged at 3900 rpm for 10 minutes, and aliquoted into 1 ml insert cups for testing. The customer stated that quality control (qc) results were within the laboratory's established ranges prior to and after the event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse noted the instrument had failed system check three times. The fse inspected and primed the instrument; microbubbles were noted in the wash pump. The fse removed the wash pump, precision pump, valves, and manifold. The fse cleaned the manifold and valve components and reinstalled the parts. Upon priming, the fse noted air was drawn into the wash pump. The rotor on the wash valve was replaced to resolve the issue with air in the wash pump. A system check was performed, which failed on the washed portion. The fse was not able to find any issues with the substrate dispense probes and determined the system check failed due to insufficient priming. The fse successfully performed a system check, high-sensitivity system check, and several precision runs.